Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that this lead was an attempted implant due to high pacing thresholds, low sensing, and no capture. The physician removed the lead after several attempts and tested the screw extension mechanism. The helix mechanism appeared to slightly jump out rather than slowly turn out. A different lead was successfully implanted with acceptable values however the measurements were still not optimal. The physician had suspected that the attempted lead implant was more likely due to the fibrotic atrium and not a lead issue but was not entirely sure. No adverse patient effects were reported. This lead was misplaced by the hospital staff and will not return for analysis.

Event description:
It was reported that this lead was an attempted implant due to high pacing thresholds, low sensing, and no capture. The physician removed the lead after several attempts and tested the screw extension mechanism. The helix mechanism appeared to slightly jump out rather than slowly turn out. A different lead was successfully implanted with acceptable values however the measurements were still not optimal. The physician had suspected that the attempted lead implant was more likely due to the fibrotic atrium and not a lead issue but was not entirely sure. No adverse patient effects were reported. The lead will return for analysis.